Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 9 months. A correlation between the device and the reported infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was in a rehabilitation facility when drainage from the driveline exit site was noted. The patient was readmitted back to the implanting center and was treated with intravenous and oral antibiotics. The driveline infection showed signs of improvement and the patient was sent back to the rehabilitation center.